Event description:
User obtained a cut on thumb while opening a vial of vss247 cell 1. The wound bled, but was not deep. Treatment was sought immediately in the hospital ER department as per their protocol. The wound was cleaned and dressed with a bandaid. Ocd medical has assessed this as a serious injury. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Broken vial was discarded by user. Treatment was sought immediately in the hospital ER department as per their protocol. The wound was cleaned and dressed with a bandaid.